Event description:
Per dealer, the right brake lever is moving when driving and then sent a e 500 error code. Dealer advised when end user goes over a bump or hill the chair stops. The dealer states he had a motor in stock and switched it and was still getting the error code, he alleges he swapped the leads and he is still getting the same error code. The dealer states he also changed the controller out and still has the same error code. The dealer may have put a bad motor on the chair.